Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having seizure due to low blood glucose while skiing on (B)(6) 2017. Customer's blood glucose was 75 mg/dl. Customer was treated at the ski lodge treatment center. Customer was treated with glucagon and tablets and was monitored for 2 hours. Customer experienced symptoms of headache. Customer reported that insulin pump was exposed to MRI. Customer would request downgrade of insulin pump due to moving out of the country.